Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the issue was related to the drawer functionality. A field service engineer (fse) removed the back panel and checked the light emitting diodes status. The station was powered down, and the bus cable was disconnected. The fse opened the back of the drawer and disconnected the row board cables for drawers. After allowing the drawer controller board to reset, the row board cables were reconnected. The back of the drawer was closed, the bus cable was reconnected, and the station was powered up. The fse logged in, navigated to the storage space configurations, and confirmed that all cubies were visible. As the admin password was unavailable, the customer logged in and performed an inventory check to confirm that the drawer and cubies were functioning properly. The system functioned as intended after the field service engineer repaired the device.